Event description:
On (B)(6) 2015, the reporter contacted lifescan USA alleging an unknown issue with the patient's onetouch meter (model not provided). The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter stated that the alleged product issue began between 3-4 months (date/time not provided) prior to contacting lifescan. The patient manages her diabetes without diabetes medications. The reporter confirmed that the patient did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The reporter claimed that the patient developed the symptom of "shaky" approximately 2 minutes after the alleged product issue began; however she did not receive any treatment. At the time of troubleshooting, the csr noted that no products were replaced as the patient was going to call back. Based on the information provided, this complaint is being reported due to the following conclusions: the reporter claimed that the patient developed the symptom of "shaky" after the alleged product issue began. This symptom does meet lifescan's criteria for a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.